Event description:
I incurred serious swelling and blood spots of the eyes and resistance to bright light, the night of the infection. I then had to go to urgent care the next day and get my eyes examined. I was diagnosed with serious conjunctivitis and received a prescription eye drop medication and some other over the counter eye drops. I wasn't able to wear my contacts for 3 weeks after the infection. I had bought the moisture plus solution at a local rite aide drug store.